Event description:
Pt had a mammogram performed on (B)(6) 2016 using a hologic selenia dimensions 3d mammography machine. The pt had bilateral silicone breast implants. Two radiologists read the images and interpreted bilateral leaking implants. The pt reportedly went to her surgeon who explanted the implants based on this reading. Upon explantation, it is reported the implants were not leaking. The hologic's company was contacted and assessed the machine and reported it was working and this was an artifact. However, none of the radiologists had seen an artifact such as this. Then two weeks after another pt, without implants had similar artifact visualized from a different 3d machine. Hologic again assessed the machines and performed routine maintenance. The company has told us it was "normal and expected because it is out of the area of focus." We are not satisfied with this response and are pursuing further investigation. If the radiologists see this "artifact" they are now requesting MRI of the breast or other further study.